Event description:
It was reported that pump displayed malfunction code 12, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, and successfully reset it, after which malfunction did not recur; customer was advised to continue using pump and to call back if malfunction code appeared again, and acknowledged understanding of these instructions.